Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. On (B)(4) 2010, a field service engineer verified instrument performance. Analysis of the raw data from the pt sample indicated that there were no significantly abnormal patterns. The neutrophil population is slightly low and overlaps with the lymphocyte population; however, there was not a significant enough indication of blast cells so clear separation of the populations was not determined and there was no trigger to flag for blast cells. The lh780 instrument's algorithm was set at a mid-level for sensitivity. It appears that even if set to a higher level of sensitivity, the algorithm would not have flagged for blasts.

Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample. The sample was from an individual known to typically have observable blast cells. There were no instrument generated or operator defined messages with the test results. A manual blood smear was reviewed and 7% blast cells were observed. The customer believed this to be the correct result. No erroneous results were reported outside the laboratory. There were no reported changes to pt treatment associated with this event.